Event description:
On (B)(6) 2015 - the mother of the end user reported that she used the device on her child to cover a biopsy on (B)(6) 2015 and it caused a chemical burn on the area that the adhesive touched the skin.